Event description:
It was reported that during a lap abdominoperineal resection procedure, case was reported to have begun with reprocessed device. After reprocessed instrument failed, the included shear was attached, and promptly failed, indicating handpiece error code "5". A test tip was then attached and the error code 5 showed again. The handpiece was then replaced and failed again (code 5). A new generator was reportedly brought in and connected to the second handpiece, and still showed error code 5. The case was continued without the harmonic scalpel shear. Thirty+ minute case delay. No patient consequence was mentioned. The product is being returned.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.we have documented the circumstances as they were reported to us.